Event description:
During inspection of radial and lateral axes linear rails and bearings, it was found that more than one screw on the radial linear rails was loose and gap was reported. No detector fall event and no injury was reported. The loose screws in question may impact the radial drive by creating the reported gap between the linear rail and the bearing that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a potential failure mode similar to the one identified in investigation tied to MDR report #9613299-2013-00001. A follow up report will be submitted once investigation results are available.